Event description:
It was reported that the 6600 system had a low ma reading found during a pm. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.